Manufacturer narrative:
Device not returned to manufacturer.

Event description:
During a revision surgery as a result of cerebrospinal fluid leakage the clinician observed a hole in the center of the duramatrix suturable membrane. A drain was installed during the revision surgery, no additional information is available at this time.